Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 MDR's filed for the same patient (reference 1825034-2016-02587 / 1825034-2016-02588 / 1825034-2016-02589 / 1825034-2016-02590 / 0001825034-2016-02595 / 0001825034-2016-02596). Not returned by attorney.

Event description:
Revision due to loosening, osteolysis around the acetabulum, and possible pseudomembrane formation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: head. Complaint sample was evaluated and the reported event was confirmed. One m2a-magnum mod hd sz 44mm and one m2a-magnum pf cup 50odx44id were returned and evaluated. Upon visual inspection the cup has debris on the outside diameter of the device and there is scuffing on the inside. The head shows scuffing on the od with no debris or damage to the face or taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes reported revision due to pain, osteolysis, mechanical loosening of the acetabular component, and possible pseudotumor formation. During the procedure, irritated thickened synovial tissue, well-fixed stem, large cavity defects in the acetabulum, lack of bony ingrowth on the acetabular cup, lytic lesions, and metal reactive disease were noted. The head and cup were revised.